Manufacturer narrative:
It was reported that a 42-year-old female patient (166 lb) underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a smartablate¿ system rf generator (us) and suffered 2nd degree skin burn requiring no interventions. Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). A manufacturing record evaluation was performed for the finished device g4c-3550 number, and no internal action related to the complaint was found during the review. Service for this smartablate¿ system rf generator (us) was declined buy the customer, therefore, no product evaluation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Importer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) female patient ((B)(6)) underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a smartablate¿ system rf generator (us) and suffered 2nd degree skin burn requiring no interventions. Post-procedure, a blister (2nd degree skin burn) was noticed on the patient when the indifferent electrode was removed. No medical/surgical intervention was provided. Prolonged hospitalization was not required. Patient¿s outcome is unknown. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related and ground pad placement/use of only 1 instead of 2 ground pads. No error messages were observed throughout the procedure. The ablation was applied at 49 watts. 24 ablations were delivered between 5 seconds and 4 minutes each. Total ablation duration was 42:15. Impedance value was between 120-160 ohms. Indifferent electrode patch used was a covidien valleylab e7507 and was placed in the left lower back/flank (not as close to the heart as possible). The indifferent electrode looked to be slightly wrinkled. Upon grounding pad package opening, there was conductive gel present on the indifferent electrode but was not moist.